Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). The technician in charge replaced the shaft angle encoder and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue was a defective shaft encoder in the control panel of the mast roller pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump gave an error code associated to the shaft encoder. The issue was identified during maintenance activity. There was no patient involvement.